Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. These devices are used for treatment. Review of the device history records was not possible as the prod and/or lot numbers required for retrieval were unavailable. Single-use, sterilized devices mfg or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any pt infection. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that pt is experiencing infections after the implant.